Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Called (B)(6) and asked what was the issue was. She had rented a module and was getting an error code 200.5040. I ask what her 8015 software level was and they are at poc v9.33. Recommend that she contact the rental company to upgrade the module to v9.33 to be compatible with the 8015. (B)(4). Per ka: create an sap case and include all of the above in the notes. Contact the alaris on-call engineer at (B)(6). (B)(4). (B)(6) reported about issue with the alaris pump and the alaris pc, when she connected together it has channel error, there was not much option listed on the pc, she has reset the devices but that did not help. She asked whether if the 8015 is compatible, and I asked her if it have ever worked before but she was asking for technical support. Pmoc cell phone (B)(6). Advised her that I will get on-call alaris, as per (B)(6) this affect patient care.